Event description:
It was reported that the wig wag on the 9800 system is drifting. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the wig wag brake. The system was tested and found to be working as intended and placed back into service.